Event description:
It was reported that the patient had his femoral head and acetabular shell liner revised due to chronic dislocation. The liner used was a constrained liner 62x36 mating to a 36 +3.5 versys femoral head.

Manufacturer narrative:
The implant was not returned for this investigation.